Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost a considerable amount of weight and the ipg was moving around within the pocket. The patient had surgery to move the ipg slightly to accommodate the patient's weight loss. Reportedly effective therapy was restored post-operatively